Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause is unknown. One photo sample of a 4 fr groshong catheter was returned for investigation. The catheter is shown within an open kit. The connector is not assembled on the catheter. The catheter is shown to be kinked at the distal end of the flushing hub stem. A black circle has been drawn over the kinked section of the catheter. Clear fluid droplets are visible at the kinked location and around the catheter tray. Based on the photo sample provided, possible contributing factors include damage during handling. Since fluid appears to be leaking from the catheter, the complaint is confirmed but the exact cause could not be determined from the photo provided. A lot history review (lhr) of recn0712 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that when the head nurse took out the catheter and injected with saline, breakage at 0.5cm from the end of the catheter and liquid leakage were found. When the catheter was opened, the guide wire was bent. However, the head nurse considered that it was damaged at the end and could be trimmed and placed for the patient. The head nurse reflected that the catheter had quality problems.